Manufacturer narrative:
This case was initially received via regulatory authority (ha, reference number: r1614210) on 19-dec-2016. The most recent information was received on 21-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain"), menorrhagia ("heavy periods / hemorrhagic and anarchic menstrual periods that became increasingly disabling"), asthenia ("asthenia"), palpitations ("palpitations") and vulvovaginal pruritus ("severe vulvar itching") in a female patient who had essure (batch no. B26268) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: 2015 - infection work-up was negative. Endoscopic etiological work-up was negative. Pulmonary scintigraphy and x-ray for shortness of breath. No past history and no concomitant pathology. In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced musculoskeletal discomfort ("sensation of "a strip of lead on the shoulders""). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia (seriousness criterion medically significant), palpitations (seriousness criterion medically significant) and vulvovaginal pruritus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tachycardia ("sudden tachycardia") with extrasystoles, dyspnoea ("shortness of breath, breathlessness") and gastrointestinal disorder ("intestinal problems / chronic gastrointestinal disturbances") and was found to have blood iron decreased ("very low blood iron levels / ferritin levels (7-15)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("sudden degradation of health state"), fatigue ("extreme fatigue / impression of chronic fatigue"), dizziness ("dizziness, dizzy spells / I have to stay in bed for 3 weeks because of dizzy spells"), adenomyosis ("adenomyosis") with polymenorrhoea, ovarian cyst ("ovarian cysts"), exercise tolerance decreased ("exertion intolerance"), diarrhoea ("diarrhea"), arthralgia ("joint pain"), hiatus hernia ("hiatal hernia") with nausea and abdominal hernia ("gastrointestinal hernia") and was found to have weight decreased ("loss weight (4kg in a month)"). The patient was treated with beta blocking agents, physical therapy (physiotherapy more than 1 year) and surgery (essure devices removal through salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, asthenia, vulvovaginal pruritus, general physical health deterioration, tachycardia, fatigue, dizziness, adenomyosis, ovarian cyst, dyspnoea, exercise tolerance decreased, weight decreased, diarrhoea, arthralgia, hiatus hernia, abdominal hernia, gastrointestinal disorder, blood iron decreased and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal hernia, adenomyosis, arthralgia, asthenia, back pain, diarrhoea, exercise tolerance decreased, general physical health deterioration, hiatus hernia, menorrhagia, ovarian cyst, palpitations, vulvovaginal pruritus and weight decreased with essure. The reporter considered blood iron decreased, dizziness, dyspnoea, fatigue, gastrointestinal disorder, musculoskeletal discomfort and tachycardia to be related to essure. The reporter commented: she had to stay in bed for 3 weeks because of dizzy spells, breathlessness, palpitations and major fatigue. She was on disability leave for 3 months during which time she underwent all the tests possible, with no results. Essure was removed for medical reasons. Principal reason of the removal: vulvovaginal pruritus, asthenia, hemorrhagic menstrual periods and palpitations. Jan-2016 mentioned as start date for these events. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: for nausea, weight loss, diarrhea; diagnosed hiatal and gastrointestinal hernia. Ear, nose and throat examination - on an unknown date: normal otorrhinolaringological tests for dizziness. Electrocardiogram - on an unknown date: tachycardia check-up. Nuclear magnetic resonance imaging - on an unknown date: results: adenomyosis and ovarian cysts. Serum ferritin - on an unknown date: 7-15. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2019: device removal questionnaire. Removal of essure: salpingectomy with bilateral cornuectomy were performed (removed due to medical reasons). Principal reason of the removal: vulvovaginal pruritus, asthenia, hemorrhagic menstrual periods and palpitations. No follow-up information after essure removal. In accordance to newly available information, events menorrhagia, asthenia, palpitations, and vulvovaginal pruritus were upgraded to serious adverse events, menorrhagia to incident event; start dates for these events were updated accordingly we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ha, reference number: (B)(4)) on 19-dec-2016. The most recent information was received on 10-jan-2019. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. B26268) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: 2015 - infection work-up was negative. Endoscopic etiological work-up was negative. In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced musculoskeletal discomfort ("sensation of "a strip of lead on the shoulders""). In (B)(6) 2016, the patient experienced tachycardia ("sudden tachycardia") with palpitations and extrasystoles, dyspnoea ("shortness of breath, breathlessness") and gastrointestinal disorder ("intestinal problems / chronic gastrointestinal disturbances") and was found to have blood iron decreased ("very low blood iron levels / ferritin levels (7-15)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("sudden degradation of health state"), asthenia ("asthenia"), fatigue ("extreme fatigue / impression of chronic fatigue"), dizziness ("dizziness, dizzy spells / I have to stay in bed for 3 weeks because of dizzy spells"), vulvovaginal pruritus ("severe vulvar itching"), adenomyosis ("adenomyosis") with menorrhagia and polymenorrhoea, ovarian cyst ("ovarian cysts"), exercise tolerance decreased ("exertion intolerance"), diarrhoea ("diarrhea"), arthralgia ("joint pain"), hiatus hernia ("hiatal hernia") with nausea and abdominal hernia ("gastrointestinal hernia") and was found to have weight decreased ("loss weight (4kg in a month)"). The patient was treated with beta blocking agents, physical therapy (physiotherapy more than 1 year) and surgery (essure devices removal). Essure was removed. At the time of the report, the back pain, general physical health deterioration, tachycardia, asthenia, fatigue, dizziness, vulvovaginal pruritus, adenomyosis, ovarian cyst, dyspnoea, exercise tolerance decreased, weight decreased, diarrhoea, arthralgia, hiatus hernia, abdominal hernia, gastrointestinal disorder, blood iron decreased and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal hernia, adenomyosis, arthralgia, asthenia, back pain, diarrhoea, exercise tolerance decreased, general physical health deterioration, hiatus hernia, ovarian cyst, vulvovaginal pruritus and weight decreased with essure. The reporter considered blood iron decreased, dizziness, dyspnoea, fatigue, gastrointestinal disorder, musculoskeletal discomfort and tachycardia to be related to essure. The reporter commented: she had to stay in bed for 3 weeks because of dizzy spells, breathlessness, palpitations and major fatigue. She was on disability leave for 3 months during which time she underwent all the tests possible, with no results. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: for nausea, weight loss, diarrhea; diagnosed hiatal and gastrointestinal hernia. Ear, nose and throat examination - on an unknown date: normal otorhinolaryngological tests for dizziness. Electrocardiogram - on an unknown date: tachycardia check-up. Nuclear magnetic resonance imaging - on an unknown date: results: adenomyosis and ovarian cysts. Serum ferritin - on an unknown date: (B)(6). Pulmonary scintigraphy and x-ray for shortness of breath. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information was received from the device vigilance, events were updated and event "sensation of "a strip of lead on the shoulders"" was added. Event palpitations outcome was changed to recovering after beta adrenergic blocking agent therapy. As it was stated: "the defective sample was not kept by the department", it was understood that essure devices were removed. Patient history and reporters updated. Batch numbed added. Local case number (B)(4) is the duplicate of this case. New medical information was transferred to this case (current follow-up) and case (B)(4) will be deleted. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ha, reference number: r1614210) on 19-dec-2016. The most recent information was received on 14-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain"), menorrhagia ("heavy periods / hemorrhagic and anarchic menstrual periods that became increasingly disabling"), asthenia ("asthenia"), palpitations ("palpitations") and vulvovaginal pruritus ("severe vulvar itching") in a female patient who had essure (batch no. B26268) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: 2015 - infection work-up was negative. Endoscopic etiological work-up was negative. Pulmonary scintigraphy and x-ray for shortness of breath. No past history and no concomitant pathology. In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced musculoskeletal discomfort ("sensation of "a strip of lead on the shoulders""). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia (seriousness criterion medically significant), palpitations (seriousness criterion medically significant) and vulvovaginal pruritus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced tachycardia ("sudden tachycardia") with extrasystoles, dyspnoea ("shortness of breath, breathlessness") and gastrointestinal disorder ("intestinal problems / chronic gastrointestinal disturbances") and was found to have blood iron decreased ("very low blood iron levels / ferritin levels (7-15)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("sudden degradation of health state"), fatigue ("extreme fatigue / impression of chronic fatigue"), dizziness ("dizziness, dizzy spells / I have to stay in bed for 3 weeks because of dizzy spells"), adenomyosis ("adenomyosis") with polymenorrhoea, ovarian cyst ("ovarian cysts"), exercise tolerance decreased ("exertion intolerance"), diarrhoea ("diarrhea"), arthralgia ("joint pain"), hiatus hernia ("hiatal hernia") with nausea and abdominal hernia ("gastrointestinal hernia") and was found to have weight decreased ("loss weight (4kg in a month)"). The patient was treated with beta blocking agents, physical therapy (physiotherapy more than 1 year) and surgery (essure devices removal through salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, asthenia, vulvovaginal pruritus, general physical health deterioration, tachycardia, fatigue, dizziness, adenomyosis, ovarian cyst, dyspnoea, exercise tolerance decreased, weight decreased, diarrhoea, arthralgia, hiatus hernia, abdominal hernia, gastrointestinal disorder, blood iron decreased and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal hernia, adenomyosis, arthralgia, asthenia, back pain, diarrhoea, exercise tolerance decreased, general physical health deterioration, hiatus hernia, menorrhagia, ovarian cyst, palpitations, vulvovaginal pruritus and weight decreased with essure. The reporter considered blood iron decreased, dizziness, dyspnoea, fatigue, gastrointestinal disorder, musculoskeletal discomfort and tachycardia to be related to essure. The reporter commented: she had to stay in bed for 3 weeks because of dizzy spells, breathlessness, palpitations and major fatigue. She was on disability leave for 3 months during which time she underwent all the tests possible, with no results. Essure was removed for medical reasons. Principal reason of the removal: vulvovaginal pruritus, asthenia, hemorrhagic menstrual periods and palpitations. (B)(6) 2016 mentioned as start date for these events. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: for nausea, weight loss, diarrhea; diagnosed hiatal and gastrointestinal hernia. Ear, nose and throat examination - on an unknown date: normal otorrhinolaringological tests for dizziness. Electrocardiogram - on an unknown date: tachycardia check-up. Nuclear magnetic resonance imaging - on an unknown date: results: adenomyosis and ovarian cysts. Serum ferritin - on an unknown date: 7-15. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.